Manufacturer narrative:
The sample product was not returned for analysis , the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to see past arm's length and was unable drive. The patient couldn't see far away or up close. Additional information has been requested there are two medical device reports associated with this file. This report is associated with od.